Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which possibly required chest tube placement. The target nodule was 1.4 centimeters (cm) in size and located in the left upper lobe. Instruments used during biopsy included a 21g flexision biopsy needle, compatible forceps, and a bronchoalveolar lavage was also performed. The reporter was not sure if a chest tube was placed. Further details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.